Event description:
A fallopian tube clip was being applied when it appeared to slip off the tube. The clip came apart, but both the spring and the plastic jaws components were recovered. No pt problems were reported.